Event description:
Received with statement of needletick injury. Worker changing half full sharps-a-gator had to push box to get it off the wall, as it was locked to the wall. As worker put right hand on box, felt needlestick. Needle "was lying horizontally with the point facing to the front. It looked as if someone might have hit the box previously, perhaps with their shoulder, causing the needle to puncture the box." No sample returned. No ID of worker, facility, product code or lot number.